Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2018. The customer reported that there is a crack in the pump on the side of the pump where the battery screws in. Where the battery compartment opens, you can see the threads and it is cracked more towards the back of the threads. Blood glucose at incident date was over 800 mg/dl. The customer was treated by being admitted to the hospital. Treated with intravenous insulin in the hospital and the pump was removed. The customer declined to troubleshoot the pump for high blood glucose. Patient's current blood glucose was 102 mg/dl. The customer was off the pump prior to hospitalization less than 48 hours. The customer also reported that a whole chunk was missing from the battery compartment opening. Drive support cap is recessed as designed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test. Pump received with cracked reservoir tube lip, broken battery tube threads, stained end cap sticker and minor scratched lcd window.